Manufacturer narrative:
The insulin pump passed the displacement, operating currents, selftest, off no power, unexpected restart, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm and no unexpected low battery alarm noted. The low reservoir alarm functioned properly during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she struggled with maintaining her blood glucose level below 200 mg/dl and sometimes it would go up to 400 mg/dl. The customer stated that she changed her site location and increased the basal rate settings. Current level was 75 mg/dl. She inquired about the carb ratio and sensitivity settings. She declined troubleshooting for high blood glucose. The customer called back on (B)(6) 2013 to report receiving a low battery and low reservoir alert when the battery and reservoir had already been changed. Blood glucose value was 299 mg/dl. She received a no delivery during bolus and prime. Troubleshooting resolved the alarm. The customer requested the device to be replaced due to still having high blood glucose levels even after changing the settings. The device was returned for analysis.